Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval discovered that the force sensor resistance reading was out of calibration. During eval, the pump dispensed insulin from the cartridge during the load step.

Event description:
Eval revealed that the force sensor resistance measurement was out of calibration.